Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the elevator was fractured during a procedure. No patient harm or delay was reported. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were corrected: d4: lot #. The following sections updated: b4, b5, d4, d9, g3, g6, h2, h4, h11. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information is available at the time of this report.

Event description:
Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. Complaint can be confirmed through the returned product analysis. Further inspection shows that the elevator has fractured at the tip. The fractured tip was not returned. A visual inspection was conducted on the returned elevator. The elevator shows signs of multiple uses including heavy marking and scratching on the elevator surface. A fracture analysis was not conducted as the device has signs of multiple uses as well as an estimated field age of three years. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.